Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 483 mg/dl. The customer stated that the insulin pump was fine. The customer was not using the sensor at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.